Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced low blood glucose of 18 mg/dl. Customer was unresponsive and having seizures; spouse called the ambulance and was taken to the hospital. She was treated with intravenous drip and sugar water. Blood glucose value went to 90 mg/dl and was released the same day. Customer stated that her blood glucose had been running high and the doctor was making adjustments on the insulin pump's settings and readings went low at night. She was feeling ill and nauseous and had not eaten all day. Nothing further reported.